Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy when no occlusion was present. The customer stated they continued the therapy with a different device. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false upstream occlusion alarms which were not reproduced. Eval identified multiple occurrences of upstream occlusion within the device history log. The confirmed symptom was found to be caused by low upstream sensor values due to a failed upstream sensor. The upstream sensor was replaced.